Event description:
It was reported that a user experienced low glucose symptoms while in the 80¿70 mg/dl range after ilet delivered correction insulin for a missed meal announcement, with earlier hyperglycemia to 225 mg/dl following the unannounced meal. Symptoms included hyperglycemia as well as hot flashes/ flushe and muscle weakness consistent with the perceived low glucose, prompting the user to take oral glucose tablets at 75 mg/dl; blood glucose did not go below 70 mg/dl. Outcomes included no lasting health consequences. Investigation included a review of device data and event chronology, user interview, and assessment of insulin dosing behavior relative to meal announcement and subsequent correction. Investigation of this case revealed normal device function with insulin delivery appropriate to algorithmic correction for missed meal entry; the event was attributable to user behavior related to not announcing the meal, which led to postprandial hyperglycemia followed by corrective dosing and later lower glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement with expected device performance.